Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe seems to have a piece of rubber in the syringe (foreign matter). The following information was provided by the initial reporter: "we also have a couple of syringes where there really seems to be a piece of rubber? In the syringe."

Event description:
It was reported that the bd plastipak¿ syringe seems to have a piece of rubber in the syringe (foreign matter). The following information was provided by the initial reporter: "we also have a couple of syringes where there really seems to be a piece of rubber? In the syringe."

Manufacturer narrative:
H.6. Investigation summary: one photo was provided to our quality team for investigation. Upon visual inspection, a small black particle was observed inside the syringe. It cannot be determined if the particle is embedded within the syringe or loose inside the syringe. A device history review was performed for the reported lot 2203079, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Manufacturing equipment undergoes routine maintenance and cleaning. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Without the physical sample to better evaluate the particle and given the device records do not indicate any issue related to the reported incident, we cannot identify where the particle originated from at this time. A project was initiated to reduce any foreign particles inside our products.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 28-sep-2022. H6: investigation summary several physical samples along with one photo was provided to our quality team for investigation. Upon visual inspection of the photo, a small black particle consistent with burnt material, was observed inside the syringe. When evaluating the physical sample, no particles were identified within any of the syringes. A device history review was performed for the reported lot 2203079, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. While we cannot identify a direct issue and given the device records do not indicate any issue related to the reported incident, based on the physical appearance of the particle in the photo, it is likely it is burnt material that generated during the molding process. A project was initiated to reduce any foreign particles inside our products.

Event description:
It was reported that the bd plastipak¿ syringe seems to have a piece of rubber in the syringe (foreign matter). The following information was provided by the initial reporter: "we also have a couple of syringes where there really seems to be a piece of rubber? In the syringe."